Event description:
As reported for this event by the customer, the device yielded no image. There is no harm reported to any patient or any one.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. In addition, it was noted that the distal end rubber coating was discolored. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum mar 29, 2022: event occurred during preparation for use.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. Customer does not know the event date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the cause of the reported event is likely due to a defect of the charged coupled device (ccd) unit, a failure of an internal board of scope connector, or the system caused the event. Olympus will continue to monitor field performance for this device.